Manufacturer narrative:
Unit received with critical pump error (open book) due to moisture damage electronics. Unable to perform download due to moisture damage. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify charge battery alarm due to critical pump error alarm. Unit received with corroded battery tube assembly. (B)(4).

Event description:
Information received by medtronic indicated that the battery was lasts less than expected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.